Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings: pre/postop findings: right painful knee replacement with loose tibial component. Conversion to stemmed tibial component. Preop xrays and bone scan showed loosening of tibial component. Anesthesia: spinal with mac & postop adductor nerve block. Ebl 100ml , no complications. Synovium was stained dark with extensive amount of inflammatory synovitis. Tibial component lifted and elevated off of the tibia quite easily, appeared that the cobalt cement did not bond to the tibial component *suggest engineering review for functional code. The cement did bond to the adjacent bone. Patella and femoral component from previous surgery stable and well-fixed to the bone. New tibial component and poly with excellent stability and alignment through rom, patella tracked anatomically. Pt to recovery in stable condition. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 184788 series a pat thn 37x8.6 3 peg no/wr lot# 598130; cat# ep-183542 e1 vngd crl tib brg 71/75x12 /75x12 lot# 107240; cat# 183052 vanguard cr por fem-rt 70 lot# 525140; cat# 141234 biomet cc cruciate tray 75mm mm lot# j2933143. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately seven years post-implantation due to pain and a loose tibial component. Intraoperatively, inflammatory synovitis and cement not bonded to the tibial component was encountered. Attempts to obtain additional information have been made; however, no more is available.